Event description:
It was reported that during cleaning and sterilization, the customer noted a broken wire on the mega suture cut needle driver instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a loose pitch cable on the mega suture cut needle driver instrument. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. Upon housing removal found pitch cable loose at clamping pulley, but no loose clamping pulley screw was found. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.